Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing that resulted in false bradycardia and pause episodes. The icm also experienced oversensing noise resulting in false tachycardia episodes. The icm remains in use. No patient complications have been reported as a result of this event.